Manufacturer narrative:
Failure analysis found the primary failure of broken blade to be related to the customer reported. Broken piece was not returned. Size of missing piece is approximately 0.104¿ x 0.475¿. Components adjacent to the broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis testing as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) blade was broken and fell into the patient¿s anatomy. The fragment was retrieved during the same procedure. The customer used a backup ha instrument to continue with the procedure. The procedure was completed.